Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump were hard to push, sticky and unresponsive. The customer's blood glucose value was unknown. The customer also reported that insulin pump had scratches on screen, unusual grinding noise and random no delivery alarm. Customer stated insulin ever squirt out instead of drip and low battery alert. The insulin pump will not be returned for analysis.